Event description:
Inflated balloon from catheter could not be deflated. Required surgical intervention to remove. Catheter had been inserted some days previously as part of routine post-surgical care.